Event description:
A customer observed false positive hbeag results. Biased results of this magnitude may lead to inappropriate physician action. There was no report of pt harm as a result of this event.